Event description:
A user facility reported that an intraocular lens (iol) became stuck and was damaged in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.